Event description:
It was reported that during an unspecified procedure a balloon burst occurred. The lesion being treated was located in the saphenous vein graft. The details of the lesion are unknown. The 2.0x20mm maverick2 monorail balloon catheter burst at 10 atmosphere. The patient status is ok with no complications reported. There is no other information available.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. As the batch number is unknown, a review of the manufacturing records could not be carried out. The most probable root cause is considered operational context, due to the likelihood that the reported damage is attributable to procedural factors, and/or, interaction with patient anatomy or other devices.